Event description:
The manufacturer received information alleging a screen failure of a trilogy ev300 device. There was no harm or injury reported. The device was not reported to be in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician recommended replacing the device's display ribbon cable to address the issue. No further investigation is required at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.